Event description:
I am a type 1 insulin dependent diabetic. I have been using lantus as a base line insulin twice a day under the direction of my physician. Lantus is delivered in pen type cartridges using an opticlik pen. This pen is very difficult to use as compared to other pen-type delivery systems. On some occasions when the injection knob is depressed it does not lock in place causing uncertainty as to whether the injection dosage was properly delivered. This becomes more confusing since the electronic readout still shows the amount of units originally dialed. In other pen products, after the dose is delivered the number of units in the dial also reduces eliminating this concern. The other delivery problem that causes injury to the injection site is the requirement that the pen be held in place for 10 seconds after the dose is delivered. This is dangerous due to possible bumping and fatigue in holding the pen in place that long.